Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said patients original hip was done somewhere outside of (B)(6). Wasn¿t exactly sure of who did the surgery or where it was done. For whatever reason, the surgeon implanted a depuy trilock stem and femoral head, but used a stryker acetabular component. I asked the surgeon if this hip had already been revised, but he said the surgeon chose these components for their primary surgery. The stem was well fixed, but the patient was feeling discomfort in their hip. The surgeon opted to change the stryker liner and change the femoral head with us. He noticed a little trunionosis when removing the 36 +5 metal head. A trial was done with a +8.5 and found to be satisfactory. The real ts ceramic head was opened and implanted. The closing process began. Original implant date unknown. Doi: unknown; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.